Event description:
Same case as mfg. # 2134265-2009-03498. It was reported in a report of the 18th annual meeting of another country's society of interventional cardiology (cvit), that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture and vessel perforation occurred. The lesion was located in the left anterior descending (lad) artery. Rotational atherectomy was performed with a rotalink 1.25mm burr. A rtw floppy guide wire was fractured in the lad. The distal tip of the floppy rtw was placed deep into a small branch of the distal lad, and it was felt that the fracture was caused by entrapment of the wire tip in the tiny artery. The wire was attempted to be retrieved. Two guide wires from another manufacturer were advanced into the distal lad and twisted together to entrap the retained wire, unsuccessfully. Three additional wires from other manufacturers were used to successfully capture the wire. Angiogram revealed a minor perforation of the lad, which was treated with an unspecified prolonged balloon inflation. The patient tolerated the procedure well, and was released 2 days later. Further information is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.